Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case # (B)(4) - npi error code 800.8000 8015 4.7 unit. Soft fault- other- specify in comments. There is no patient involvement. (B)(4). Tech called in for help on 8015 4.7 unit with error code 800.8000, which is a software fault on unit. Reflash software on unit and also transfer network config. Back onto unit. If fails steps to repair unit fails, next will have to replace logic board on unit. Also explain to tech I am help him as a courtesy we no longer support 8015 4.7 unit began eol affected 01/01/2019, we have the newer units 8015 5.7. Tech thank me for my assist.